Event description:
It was reported that a pump declared a cartridge change error. The customer¿s blood glucose level did not exceed 500 mg/dl and was within normal range. The customer was instructed to remove and inspect the cartridge and o-ring, but the issue persisted even after attempting to load a new cartridge. The pump was determined to be faulty and within warranty, so a replacement was arranged. Meanwhile, the customer reverted to multiple daily injections (mdi) as a backup therapy. The customer was instructed on preparing the pump for return and shipping it back within ten days.